Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a malfunction in the automatic light regulation system. When a device is inserted through the working channel, the image becomes extremely dark. This issue was observed during a gastroscopy procedure using an olympus video system center. The customer suspected fluid invasion as the cause of the malfunction. No patient injury was reported.